Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product determined the device failed the sample graft proper mesh test. Visual examination found the cutter was damaged. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h10.

Event description:
It was reported that during surgery the mesher would not mesh correctly.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported the mesher would not mesh correctly. No adverse events were reported as a result of this malfunction.